Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw fell out of bottom of handle, couldn¿t find where it went but confirmed it didn¿t fall into wound. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the screw fell out of bottom of handle, couldn¿t find where it went but confirmed it didn¿t fall into wound. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate (B)(4) were manufactured under lot k07rk and all (B)(4) were accepted into final stock on 7/27/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k07rk shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event. Product was not available for evaluation.

Event description:
Screw fell out of bottom of handle, couldn¿t find where it went but confirmed it didn¿t fall into wound. Case type: tka.